Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported during check after smr-upgrade controller started with a high priority alarm and without pump start. The controller was exchanged with no impact to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of " high priority alarm without pump start". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through internal visual inspection and functional testing. Analysis of the device revealed that the devices failed to meet specifications; the device failed visual examination due to the driveline cable being found not locked in placed in the controller pcba socket. The controller functioned properly after the driveline cable was properly connected. The most likely root cause of the reported issue was due to the loose connector on the controller port. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.